Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer inquired about the audio issue. The audio issue was confirmed during the call. The device also alarmed a critical pump error. The customer¿s blood glucose during the incident was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and 3 consecutive pump error alarms found in the pump history (linenumber = 5632 and filenumber = 2005) due to software error. Unable to verify audio alert anomaly due to critical pump error. No hardware low level failures alarm noted during testing or listed in pump history.